Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report five of five for the same complaint; see also 3004485144-2016-00033 through 00036.

Event description:
The sales associate reported a general complaint for multiple broken instruments. The complaint form indicates that a revision surgery occurred. The complaint form asks reason for revision surgery, the following were indicated: breakage, dislocation, loosening, pain and other. The form states if other, specify; they reported "patient can't do CT". It is unclear if it involved zimmer biomet implants. Additional information has been requested, but has not been provided at this time.